Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported skin irritation from the enlite overtape. The customer also reported having high blood glucose after he eats. The customer also stated the threshold suspend mode was activated on his insulin pump. The customer stated his sensor glucose was around 60 mg/dl but his blood glucose was around 90 mg/dl. The customer was advised the differences between the sensor glucose and blood glucose readings was out of the acceptable range. No additional information provided.